Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was unable to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified anatomy and/or inadvertent mishandling prevented the shaft lumens from moving freely; thus contributing to the reported mechanical jam and activation/deployment failure. The noted separation at the shaft/sheath bond area likely occurred due to handling or during packing for return analysis. As reported by the account, the device was removed, and then on the table was able to deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a mildly calcified internal carotid artery. Upon deployment of the 9x40mm xact carotid self-expanding stent, a problem occurred with the deployment mechanism [thumbwheel], and the stent completely failed to deploy. The device was tested on the table and the stent was deployed. An unspecified device was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Returned device analysis observed there was a separation noted at the shaft/sheath bond area. The knob turned, and the stent sheath retracted with no resistance noted. No additional information was provided.